Event description:
It was reported that the patient presented for device change-out due to normal eri. Externalized conductors were observed at lead explant. All electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was found at 9.9 to 11.1cm from the distal tip. The rv conductor was visible but the efte coating was intact.